Event description:
It was reported that 100 bd ultra-fine¿ insulin syringes with sterile interior had label information issues. The following information was provided by the initial reporter : it was reported that vendor lot and expiry date are not clear on poly bag.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: customer returned an image of a polybag for 0.3ml, 31 gauge, 6mm syringes from lot 1242715. The print for the lot number, manufacturing date, and expiration date are displaced multiple centimeters to the right of the intended location, resulting in the text overlapping with the polybag¿s bar code. A review of the device history record was completed for batch #1242715 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure of a printing defect on the polybag. No root cause could be determined.

Event description:
It was reported that 100 bd ultra-fine¿ insulin syringes with sterile interior had label information issues. The following information was provided by the initial reporter: it was reported that vendor lot and expiry date are not clear on poly bag.